Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Main printed circuit board is out of electrical specification. Battery contacts are compressed. Battery drawer, heart block, and lead flex cover are contaminated. Upper and lower cases, ring cover, and side bail covers are broken. One side bail is missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported there was a self test failure message. The device was returned for service. No patient involvement or complications were reported.